Event description:
Additional information received on 22aug2018: it was reported that the patient typically presented with fatigue, dark stool and drop in hemoglobin. Patient was off aspirin. The patient was recently admitted to the hospital on (B)(6) 2018 and hemoglobin level was 6.2/18.5. Patient was on trial for oceteotide and then switched to thalidomide that significantly improved bowels. Video capsule endoscopy was placed and showed bleeding in duodenum and jejunum. Subsequently, the patient underwent enteroscopy that did not identify any active sources of bleeding. The patient was also transfused 2 units of packed red blood cell.

Manufacturer narrative:
A direct correlation between heartmate ii lvas, and the reported gi bleed, dysarthria, ischemic attacks events and elevated ldh could not conclusively be established through this evaluation. Additionally, an analysis of the log file provided by the account confirmed low flow events; however, the account stated that the low flow events were due to hypovolemia responding to intra-venous fluids. The patient remains ongoing on heartmate ii lvas. The hmii lvas IFU lists bleeding, neurologic dysfunction, stroke and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. IFU contains information regarding pump speed, power, flow, and pulsatility index. This IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This document explains that the low flow hazard alarm is triggered when flow is less than 2.5 lpm. This document addresses all system controller alarms (including low flow hazard alarms) and how to respond to such events. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section PMA/510k: the manufacturer's aware date for previous reports, follow-up number 1 and 2 were inadvertently omitted. The correct aware dates for follow-up number 1 and 2 are 22aug2018 and 27sep2018, respectively.

Manufacturer narrative:
Approximate age of device ¿ 2 years, 8 months, 19 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient's inr was 2.0 on 28jun2018, and the goal was 1.5-2 due to a history of gi bleeding. No additional information was provided.